Manufacturer narrative:
The full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1 ICD implanted: (B)(6) 2015; 407645 lead implanted: (B)(6) 2015; 15e27598 envelope implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the chronic left ventricular (lv) lead dislodged a few weeks after being connected to a new implantable cardioverter defibrillator (ICD). The lv was explanted and replaced, the patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.